Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment and cap were damaged. The reporter stated that there was evidence of moisture inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/17/2015 with the following findings: there was a crack along the battery compartment threads and from the case seal to the bumper pad. The battery cap was undamaged. Moisture was observed in the battery compartment and on the battery cap. The pump failed a leak test due to the battery compartment damage. There was no further evidence of moisture inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored.